Event description:
As stated by the customer 2010-(B)(6): a resident tipped over an alenti tub lift, in the lowest seat position. The resident was a larger man. The resident was trying to stand up on his own, and is fine. Sales rep has not heard back from facility.

Manufacturer narrative:
Reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID.